Event description:
The customer contacted stryker to report that their device shut down unexpectedly with no energy delivered. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
The device was returned to stryker's repair depot and was evaluated by a depot technician (dt) . The dt duplicated the reported issue of unexpected loss of power and no defibrillation energy. The root cause was determined to be a faulty therapy pcb and power pcb. The pcbs were replaced, device passed functional and performance testing and was returned to the customer for use. The pcbs were returned to the stryker product assessment center (pac) for further investigation. Pac unable to duplicate or verify the reported issue. Pcbs were archived by stryker.

Event description:
The customer contacted stryker to report that their device shut down unexpectedly with no energy delivered. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.